Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: both slides were in their initial positions. It was noted that the distal end of the sample notch was returned bent. It is unknown how or when the sample notch became bent. As the notch bend was not reported by the complainant, this may have occurred during shipment from the facility. Furthermore, it is unlikely that the notch bend prevented the device from priming, as the top slide was able to move freely during functional testing. This is an incidental finding and is not related to the reported event of failure to prime/self-activation. There were no other visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to move freely and lock into place. However, it would release after being primed without any contact, thus confirming the investigation for self-activation. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed, likely causing the cannula to release without being triggered. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position and no internal plastic components were found to be broken. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for self-activation as the returned device self-activated during functional testing. Although the device appeared to have primed during functional testing, the x-ray imaging confirms that the cannula tangs were unable to completely lock into place; therefore, the investigation is also confirmed for failure to prime. Additionally, the investigation is unconfirmed for break, as no internal plastic components were found to be broken upon disassembly. Per the evaluation results, it was found that the cannula tangs were not fully engaged and would release after the device appeared to prime. It is likely that this contributed to the self-activation and priming issues. Additionally, per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may also have contributed to the reported event. Labeling review: the current maxcore disposable core biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, on the third attempt to collect a tissue, the bottom slide would not lock into the primed position and it sounded like a piece of plastic broke inside the device. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.